Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2023, the patient's parents noticed a bent cannula with two of the infusion sets. They called the nurse because they encountered a painful insertion and high blood glucose level with four infusion sets despite site changing (abdomen, thigh, and upper buttocks). The blood glucose level of the patient at the time of event was 350 mg/dl. Further, they used the infusion set from the new batch and they did not faced any problem. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.